Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Legal counsel reported that two cysts were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-04561 and 06247).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Legal counsel reported that two cysts were allegedly noted during the revision procedure. Additional information provided in patient medical records indicates the right hip revision performed on (B)(6) 2012 noted no in-growth, cysts, and loose prosthesis. Additional information provided in patient medical records include product identification. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.